Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "system over temperature alarm". No one was harm or injured during this process and the unit is also under the "down state" condition. There was an involvement of the patient. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reported and updated accordingly.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected field: h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of a system over temp alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 3 hours with no issues. Retaining the part in the failure analysis and testing department per procedure number (B)(4). As. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Corrected fields: h6(health effect ¿ impact codes). Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the compressor, scroll so, that after the replacement the unit had passed all the functional and safety tests. The unit was returned back to the customer for the clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. Unit was switched out for another . There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8,d9,g3,g6,h2,h11. Corrected fields: h6(investigation findings, investigation conclusion, component codes).